Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 443 mg/dl at the time of the incident. Another blood glucose level was 330 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they performed self test and insulin pump passed it. The insulin pump's back buttons was unresponsive sometime. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer states the buttons are responding after replacing a recommended new or fully charged battery. Insulin pump had no delivery alarm. Customer was unable to clear the alarm. The device will not be returned for analysis.